Event description:
Caller reported a malfunction on pump, identified by malfunction code "malf 12". There was no adverse impact to customer¿s blood glucose level as it remained below 500 mg/dl. Customer received instructions from technical support on how to reset pump and successfully resolved issue; no further malfunction occurred after reset. Technical support advised customer to continue using pump and to call back if issue recurs.